Manufacturer narrative:
Additional information: d4 (serial, UDI), d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned adapter noted no abnormalities. Functional testing found that the adapter was connected to gen2 acc software and the strain gauge was responsive. There was were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 19 of 50 procedures remaining. The adapter was connected to an representative clamshell and an representative signia handle running v29.6 software. The device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired and retracted without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument locked on tissue and the articulation was insufficient. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communication errors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot # n5j1360y) sigphandle, sig power sigphandle handle, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ile celiac sigmoidectomy procedure, the reload instrument broke at the articulation joint. The reload would not release from tissue or articulate to remove the reload, requiring the device to be taken out with a trocar. The surgical time was extended by approximately 30 minutes. Conversion to open surgery was required. The reload was removed from the adapter via manual retraction tool.